Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens. The surgeon performed a vitrectomy after removing the lens. No widen incision or sutures required. The reporter stated incident was not related to the product. The surgeon changed to a different style lens.

Manufacturer narrative:
No product allegation against the product. Evaluation: results: a lens work order search was performed and no similar complaint was found within the work order.